Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced difficulty breathing while performing automated pd therapy on an amia device. The issue occurred after connection to the device and during an unspecified dwell (no further detail). It was reported that the patient was taken away in an ambulance due to the event. It was unknown if the patient was admitted to the hospital. Treatment was not reported. No further detail was provided regarding the patient¿s outcome. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.